Manufacturer narrative:
The device was received for evaluation. A short simulated therapy was successfully performed. A power on self test was performed without any issues. Per the sample analysis, there was no device malfunction found that could have caused or contributed to the reported problem. The device met specifications. A service history review revealed that the device had not been serviced in over 12 months. An event history log review was performed which revealed a "low uf alarm¿ in the alarm logs during drain which was bypassed causing an insufficient drain. As a result, the cause of the event was determined to be use error of the cycler (performed inappropriate bypass) in conjunction with the use of pd solution of incorrect solution strength. The homechoice and homechoice pro automated pd systems patient at-home guide gives instructions about the low uf alarm and has the warning "bypassing a low uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a use error where in the patient inappropriately bypassed a low uf alarm. As a result the patient experienced respiratory distress due to fluid in the lungs and was hospitalized. It was reported that the patient¿s ultrafiltration (uf) = 2000 ml while on the cycler during hospitalization but the patient¿s uf was only 200 ml at home. During the patient¿s two week hospital stay, the patient was put on dianeal 2.5% peritoneal dialysis (pd) solution and the solution was able to draw more fluid than the patient was drawing at home while using dianeal 4.25% solution. No further detail was provided regarding medical interventions or regarding the patient¿s outcome from the event. No additional information is available.